Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer changed the pump supplies to address the issue. Reportedly the customer reverted to manual injections for insulin therapy.